Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient noted several low flow alarms that were associated with dizziness and falls. It was noted that the patient did not sustain any injuries due to the falls. At the emergency department, the patient's hemoglobin level was 6.5 g/dl and was subsequently transfused to 1 unit of packet red blood cell (prbc). The patient's hemoglobin and hematocrit remained stable. An esophagogastroduodenoscopy and colonoscopy were performed and showed no active bleeding. This event was documented as symptomatic anemia where the dizziness and falls were caused by the acute anemia. The low flow alarms were reported to have resolved and the patient was stated to be in good condition. Log files were submitted for review and indicated that ventricular assist device was functioning as intended. No low flow alarms were captured in the log files but they may have been overwritten by pulsatility index (pi) events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed through the review of the submitted log files. A specific cause for the low flow events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted system controller event log file contained events from 17oct2023. Several pulsatility index events were captured within the short time period. Per design, these events would have overwritten older events. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), document (B)(4), rev. C is currently available. Section 1, "introduction", lists potential adverse events, including bleeding, which may be associated with the use of heartmate 3 lvas. This section also provides an explanation of all pump parameters, including pulsatility index (pi), and pump flow. Section 4, ¿system monitor,¿ describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient conditions can result in low flow. In reference to pi, section 4 notes that ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. Section 4 also states that the event recorder is a built-in feature of the system controller that allows performance data to be collected and stored. The system controller can store 256 events. When the memory is full, the oldest events are deleted as new ones are saved. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 7, ¿alarms and troubleshooting,¿ explains all system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook, document (B)(4), rev. D, is also currently available. Section 5, "alarms and troubleshooting", also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.